Manufacturer narrative:
On october 11, 2023, mentor became aware that the suspect medical devices were in transit to mentor when their packaging was damaged or they were identified to be damaged. Fedex discarded the implants. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two 225cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast implant ruptures. Post-operatively, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6), 2023. The replacement devices were: (left) 150cc mentor smooth round moderate profile saline catalog: 3501615 lot: 9807268 sn: (B)(6) and (right) 150cc mentor smooth round moderate profile saline catalog: 3501615 lot: 9783885 sn: (B)(6). This medwatch form is for the right breast prosthesis.